Event description:
The customer observed falsely depressed chloride results generated on an alinity c processing module for multiple patients. The following information was provided (reference ranges: chloride 98-107): sid (B)(6) cl initial result = 134, repeat = 110. Sid (B)(6) cl initial result = 128, repeat = 111. Sid (B)(6) cl initial result = 128, repeat = 110. There was no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a leaking 1ml syringe on the ict aspiration pump. The fsr resolved the issue by replacing the 1ml syringe. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Ticket trending review did not identify a trend for the 1ml syringe. The most recent product monitoring review for clinical chemistry systems was reviewed and did not identify any similar issues related to the alinity c system, instrument part, or discrepant results as described in this ticket. Device history review of the instrument part did not identify any non-conformances or potential non-conformances. The alinity ci-series operations manual provides troubleshooting instructions for erratic/discrepant results and provides instructions for the removal, replacement, and verification of the 1ml syringe. Based on the investigation, no systemic issue or deficiency of the 1ml syringe or alinity c module, serial number (B)(6) , was identified. Corrected information in section h6 component code.

Manufacturer narrative:
Additional information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed chloride results generated on an alinity c processing module for multiple patients. The following information was provided (reference ranges: chloride 98-107): sid (B)(6) cl initial result = 134, repeat = 110. Sid (B)(6) cl initial result = 128, repeat = 111. Sid (B)(6) cl initial result = 128, repeat = 110. There was no impact to patient management.